Event description:
The following has been reported: pump problem. A preliminary review of the logs indicated the following: electrical hardware failure (18v). The device was returned for an 18v electrical hardware failure. The pump was alarming at startup and this alarm was resolved with a reference set of known good batteries. It was also observed the fva pins were seized in place and the loading pins were dragging heavily. Excessive contamination built up on the fva pins caused them to stick in place. The contamination was cleaned and the pins are now moving normally. Reporting as a conservative measure for the seized fva pins. No adverse effects were reported.